Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and returned to sjm on (B)(6) 2013.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.6 cm to 6.0 cm from the connector pin, exposing the outer coil, due to friction with the device can.

Manufacturer narrative:
(B)(4).